Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident requiring surgical intervention. Several hours post-procedure, the patient suffered a cerebrovascular accident. The clot was seen via computed tomography CT scan in the middle cerebral artery. A surgical intervention. The patient was transferred to another facility for an interventional procedure for the clot removal. Patient outcome is unknown. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.

Manufacturer narrative:
This supplemental report contains corrected data. In the initial, there was no patient code to account for the surgical intervention required to remove the patient¿s blood clot. Additionally, the initial report submitted on 7/31/2018 should have indicated that the device had been discarded, rather than that it had not been returned for analysis yet. The applicable codes have been updated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).